Event description:
It was reported that an alert for high, out of range, pacing lead impedance was observed via remote transmission. Subsequently, the lead was capped and replaced. Patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.